Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A 0.035 wire and pigtail catheter were advanced into the left ventricle without difficulty. The wire was exchanged for a 0.018 wire and the pigtail was removed. The impella was advanced over the wire and across the aortic valve, but the device repeatedly turned toward the posterior-lateral aneurysm. The wire and impella were removed, and a 0.035 wire and pigtail were reinserted. The wire was again exchanged for a new 0.018 wire. Initially, the same issue occurred; however, dr. Verma was able to rotate and advance the impella into the mid-ventricular space. The wire was removed. Upon initiation, the device achieved 2.5 l/min flow and was placed on p5 due to suction alarms occurring above p5. Dr. Verma attempted positional adjustments without improvement in flow, and ultimately left the device at p5, maintaining approximately 2.3¿2.5 l/min flow throughout the case.